Event description:
Pt returned home from four day visit to hosp. Battery pack would not hold charge. When pt was admitted to hosp rptr had advised nursing to plug in the battery pack or return to rptr. Pack was not plugged in. Pack would not charge when pt return from hosp. Rptr sent a memo to all case mgrs (rns) to advise their pts and nurses to keep packs plugged in while not ambulating. MFR has been advised of this problem also.